Manufacturer narrative:
The returned device was inspected for macroscopic indications of failure mode. The screw fractured at the neck, approximately halfway between the base of the ball and start of the shank threads. The fracture surface was mostly flat, with the fracture plane orthogonal to the screw axis. The majority of the fracture surface showed radial arced markings and a coarse, dark area near the center; all of these features are consistent with torsional overload. There was no macroscopic evidence of material defects or fatigue crack growth on the fracture surfaces. The exterior of the shank was significantly deformed, likely caused by the implement used to remove the screw from the patient after the fracture (i.e., pliers). The damage from removal caused some deformation on the circumference of the shank-side fracture face; this deformation is not related to the failure of the device. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Additional information was not available from the field. A conclusive root cause could not be determined with the available information. The screw was failed in torsional overload, possibly due to the combination of stresses imparted by factors including, but not limited to: hard bone quality. Undertapping. Screw diameter. Off-label use of power tools.

Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.